Event description:
It was reported the pt can no longer hear with his device. His mother reported that he fell onto his head in the (B)(6) 2010. The pt reports that, on touching the implant, he feels that something is moving under his skin, like the implant being broken into pieces. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.